Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer states that when he was assembling the unit for a demo when putting the motor on the hook of the head spring the weldment broke off. Has not been on a patient yet.